Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported when the device was tested with a magnet, it did not sense it and failed to produce an appropriate message in a wireless session environment. Additional testing methods were suggested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the device will "tone" when the patient is in the shower or while wearing a brassiere and tee shirt.

Event description:
It was reported the device emitted audible tones at random intervals throughout the day. Interrogation of the device was performed and there was no issue. Monitor transmitted information was found to be "negative for alert events," however, review of the information indicated a magnet tone was emitted on the days in question. The patient was admitted to identify the source of the magnetic field. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.